Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set tubing detached from hub, which caused the patient blood glucose elevated to 400 mg/dl. The patient had ketones. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1910187 - MDR 3003442380-2024-13794 - device 9 of 10.